Event description:
A remstar auto a-flex was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam (needs) or (was) replaced to address the issue. Additionally, the service technician also noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed.